Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The leak was determined to be due to an o-ring. The o-ring was replaced.

Event description:
The hospital reported that, when switching to mechanical ventilation mode, a large leak was noted. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.